Event description:
It is reported that the insertion of the compression device into the znn tibia nail did not work causing surgery to be extended by 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.